Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on stored egm. Programming changes were suggested.

Event description:
New information received notes that the programming changes were made and there have not been any further reported instances of oversensing.